Event description:
According to the reporter, during lumbar spine case, the electrodes clear plastic hub of the electrode fell into the patient cavity and had to be searched for to remove. This was not able to be detected with an x-ray. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extended patient hospitalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.